Event description:
An aneurx bifurcated stent graft and its compenents were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were excessively tortuous and severely calcified. It was reported an introducer sheath was not used to insert the iliac limb component and it took additional a long time to get the device in; however, there were complications with the guidewire placement and the wire and the device were removed from the pt. The device was found to have kinked and the physician decided not to reinsert it in the pt. Another iliac stent graft was implanted. An aortic cuff (reference MFR # 2953200-2005-01218) was also being implanted in the pt and it also kinked; however, an intraoducer sheath was being used in this instance. At some point the pt's iliac artery was ruptured and it is unknown whether the introducer sheath caused the rupture or the delivery system. The pt's iliac artery was surgically repaired successfully. No additional clinical sequelae were reported and the pt was reported to be doing well and will return at a later date to complete the procedure.